Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted due to suspected perforation. It is unknown what lead had perforated the patient. It was noted that the patient had pericardial effusion a few days prior to the explant. Both leads were replaced. No additional adverse patient effects were reported. The leads remain in hospital possession.